Manufacturer narrative:
Pump passed the displacement test and self test. However, pump error 63 alarm confirmed in the pump history due to cold solder joint on u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer was able to clear alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.